Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure a resolute onyx des was implanted. Cec adjudicated non-q-wave mi (target vessel), 3rd udmi peri-pci - prox lad.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The patient is a previous smoker with a medical history of hypertension, diabetes, previous pci, the index procedure was prompted by unstable angina. During the index procedure three resolute onyx stents were implanted into the lad. Cec adjudicated the event date as (B)(6) 2018. Cec commented that side branch occlusion in the lad was observed. Enzymes were increasing prior to the procedure. If information is provided in the future, a supplemental report will be issued.